Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical device was selected for hemodynamic support and inserted without issue. During support, patient movement was noted and the impella's access site developed a bleed. A suture was applied to stop the bleeding and blood products were delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.